Event description:
It was reported that the rapid atrial pacing display on the external pulse generator was missing segments. The generator was returned for service. It was indicated that there was no patient involvement associated with this device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the rapid atrial pacing display was missing segments and it was attributed to the light-emitting diode flex being out of specification and therefore it was replaced. The generator passed all final quality assurance tests.

Event description:
It was reported that the rapid atrial pacing display on the external pulse generator was missing segments. The generator was returned for service. It was indicated that there was no patient involvement associated with this device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.